Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04oct2018. Philip's field service engineer (fse) performed troubleshooting. It was recommended that the customer replace the blower. The customer replaced the blower to address the finding.

Event description:
It was reported that the device logged error 1122 (blower temperature hot). The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.